Event description:
Allegedly, per hospital's medwatch report, pt rec'd a 3rd degree burn over a 5 x 2 cm area on the inner thigh. No malfunction of device was reported; their MDR stated "it is presumed that this occurred because the metal portion of the device's light cord was in contact with the pt's skin during the device's use during an otherwise routine colectomy procedure." Hospital contact stated that the urology probes, which were connected to the light cable, were secured to the pt's thigh. However, they could not confirm what portion of urology probe, light cable or coupling was secured.